Manufacturer narrative:
Exemption number e2014039. Additional devices: mc1442p, lot# 34324, expiration date 02/01/2019; mc1005t, lot# 603031, expiration date 02/01/2019. Patient was treated at 2 levels, c4-c6 with peek cages for fusion. Revision surgery 7 months post initial implantation to perform foraminotomy due to patient continued pain. Review of the initial post op x-rays show well-placed cages and anchor plates. The patient still reported neck and arm pain. The surgeon is continuing patient follow up. There is no evidence to indicate a device issue. Device disposed by hospital.

Event description:
Revision surgery 7 months post initial implantation to perform foraminotomy due to patient continued pain.